Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a faulty socket scope and issue with the mechanical link that operates the airflow. The device also have a minor cosmetic wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the evis exera iii xenon light source, to olympus due to image processor, air flow problem. Upon inspection and testing of the returned device, it was observed that there was an air flow mechanical link issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation found that the output socket was confirmed to have failed since the repair and inspection process was speculated that the function of the output socket, such as air supply failed due to poor communication with the endoscope. Additionally, the failure might be wear due to long-term use or fatigue caused by excessive stress when connecting the endoscope, since more than seven years have passed since the product was manufactured.